Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation found the web implant to be separated from the delivery system. The delivery system was not returned for evaluation. However, a portion of the heater coil was found sticking on the implant tether. This condition is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch and break when the delivery system was pulled/retracted during the procedure. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the intrasaccular device is deployed; correct occlusion of the aneurysm is obtained. The release is carried out according to the suggested maneuver. In this first attempt the device does not release, it is tried again with other maneuvering of the device, without obtaining release. A change is made to a second detachment controller and another attempt is made and no release is achieved. The maneuvering continues to be attempted to support the proximal recess and pull the pusher seeking to detach, which causes the intrasaccular device to be introduced into the microcatheter. The entire system is removed to validate integrity, but it is observed that the intrasaccular device has been released inside the microcatheter. There was no patient injury nor surgical intervention. The patient outcome is reported as fine.